Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure this implantable pulse generator (ipg) had trouble of connecting. Two attempts were made and once the ipg was connected, there was no ventricular capture. The ipg was attempted and not used. Another ipg was used. No patient complications have been reported as a result of this event.